Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the axes controller platform (acp). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report a repeated recoverable fault 32101and they cannot recover it. The tse guided to hard power cycle, but the issue persisted with errors 32101 & 1122. Errors pointed to axes controller platform (acp1) and pchs. The customer used the instrument release kit (irk) to release the instrument tips due to gripping the tissue, and they used another dv patient side cart (psc) to continue procedure. The procedure was converted to another dv system with no reported injury.